Event description:
At six months post-operative, the x-ray shows a non-union of the osteotomy. Screw back-out is observed, particularly in the most proximal screw and one of the first screws in the distal cluster, although the screws appeared properly positioned in the immediate post-op imaging. The osteotomy seems to have been performed in the correct location, though the cut appears slightly shallow. A revision surgery is scheduled for (B)(6) 2025.